Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose and ketones. The customer's mother reported that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 590 mg/dl at the time of incident. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother performed displacement test and self test. The customer's mother stated that the insulin pump passed both displacement test and self test. The insulin pump will not be returned for analysis.